Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. E1 address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflator unit had a regulator leak. This was found during service and maintenance of the device. There were no reports of patient involvement.